Manufacturer narrative:
Based on the event as reported it appears the user had some concern for the package integrity and did not use the product. The sample was reported to be available for return. Multiple attempts have been made to obtain the sample for review. However, at this time the sample has not been received as such no conclusions can be made. To date there have been no other complaints reported for this manufacturing lot of (B)(4) units released for distribution in september, 2018. Should additional information be provided or the sample returned for evaluation, a supplemental emdr will be submitted. This is an addendum to the initial emdr to document the sample receipt and evaluation. Visual examination of the pouch and inner clamshell packaging was performed. Visual inspection of the entire pouch and sealing area indicated that the pouch was sealed correctly and the pouch integrity was intact. The inner product holder is a petg clamshell. It is not a sterile barrier. It is used to protect the formed product from damage during storage and transport. This inner clamshell, due to the design, is not meant to be tightly sealed. Based on the design of the packaging for 3dmax mesh product, the complaint is unconfirmed. The sample evaluation confirms there was no breach of sterility.

Event description:
It was reported that when the doctor opened the bard 3dmax mesh, he found that the inner package was not tightly sealed. The device was not used in the case. There was no patient impact.

Manufacturer narrative:
Based on the event as reported it appears the user had some concern for the package integrity and did not use the product. The sample was reported to be available for return. Multiple attempts have been made to obtain the sample for review. However, at this time the sample has not been received as such no conclusions can be made. To date there have been no other complaints reported for this manufacturing lot of (B)(4) units released for distribution in september, 2018. Should additional information be provided or the sample returned for evaluation, a supplemental emdr will be submitted. Not returned.

Event description:
It was reported that when the doctor opened the bard 3dmax mesh, he found that the inner package was not tightly sealed. The device was not used in the case. There was no patient impact.